Event description:
It was reported that during routine follow-up, the pulse generator of an asymptomatic patient issued an error message upon interrogation. Diagnostics data could not be retrieved. The data was cleared and the device resumed normal functionality.